Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to swap screens and backlight inverters. Covidien was not authorized to service the device.